Event description:
It was originally reported that he device was "not firing properly". With further communication, it was found that device was producing straight shots.

Manufacturer narrative:
Complaint unconfirmed for straight shots.